Manufacturer narrative:
The device was returned to zoll medical canada. During the investigation it was noted that the device passed all functional testing with no issues observed regarding the display. Device logs are not hrlpful in a display related investigation. The device was tested extensively and no faults were observed. The device was recertified and returned to the customer. No emerging trend based on similar reports

Event description:
Complainant alleged that while attempting to treat a male patient in his 40's, the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.